Manufacturer narrative:
A 3i t3 non-platform switched tapered implant (bost410) was returned. Visual inspection of the as received product identified piece of the fractured screw in the implant. There was noticeable wear and discoloration due to usage around the platform. The external threads and the collar had evidence of gouging, likely from the retrieval process. The internal threads and the hex feature identified significant wear. There was presence of bone residue around the external threads. No additional testing was performed due to the condition of the returned products. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided.

Event description:
It was reported that unknown screw fractured inside the implant. Implant was removed.